Manufacturer narrative:
D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Refractive surprise and excessive vault was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming.